Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the cartridge was loaded with insulin, pump notification instructed customer to change cartridge. There was no reported impact to customer's blood glucose. Customer's call with tandem technical support was disconnected. Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.